Event description:
It was reported that there was a poly exchange for a star total ankle.

Manufacturer narrative:
Investigation summary: referring to the product inquiry the ¿unknown star poly¿ is stated to be the subject product. No further associated product was reported. The device was not available for evaluation since it was discarded by the facility according to information received. Thus, a physical examination could not be carried out. Review of the manufacturing documents was not possible since the lot code is unknown. Moreover, no product data of the ¿unknown star poly¿ could be provided. Further information such as x-rays, surgery reports, medical records, mobilization instructions and additional patient data has been repeatedly requested but was not available. However, no product failure was reported; according to the event description an oversized poly was implanted by the surgeon which had led to the reported event. Based on the above the root cause of the reported event is user related (deviation from surgical technique), which is supported by the corresponding assessment in the risk file. Review of device history records, complaint history and CAPA databases and thus, an appropriate evaluation was not possible since the product data / product description are unknown. No non-conformity was identified. Product was discarded and not return to manufacturer.

Event description:
It was reported that there was a poly exchange for a star total ankle. New information: rep reported that the revision reason was "pain due to an oversized poly. Doctor downsized poly one size and it increased the ankle mobility

Manufacturer narrative:
The reported device was manufactured and distributed by (B)(6) and implanted prior to howmedica osteonics corp¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting.